Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00090.

Event description:
It was reported that a conversion of partial to total right knee arthroplasty performed. Approximately 8.5 years post implantation, the patient was revised due to pain, swelling, locking, clicking, and instability. The articular surface and femoral component were revised without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complications was noted during the initial surgery. The patient experienced pain, swelling, instability, locking, and clicking. The component was well fixed. Hyperextension was noted along with instability. No complications occurred during the surgery. The x-ray noted the overall fit and alignment of the implants as well as bone quality appear normal. The femoral component does not appear to be abnormally positioned radiographically. A definitive root cause cannot be determined. Per package insert, pain and instability are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.